Event description:
It was reported that this programmer was being returned due to a boot error during capital equipment installation. No patient involvement was reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. During an attempt to conduct the manual baseline evaluation of programmer functionality, an error was displayed the boot menu pop-up. The programmer was unable to load boston scientific software. This is an indication of memory corruption. This finding confirmed field observation of error at startup. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.